Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the user facility. The review of the device history indicates that on (B)(6) 2013 at 1209, line a of the device was programmed, med-surg cca, to deliver i.v. Fluids at a rate of 30 ml/hr, with a vtbi (volume to be infused) of 25 ml, for a duration of 50 minutes, and the delivery was started. At the same minute, line a was stopped, vi (volume infused) 1075.5 ml. Between 1211 and 1215, the device alarmed with n101 (no action alarm) two times and the alarm was silenced two times. At 1216, line b was programmed in the concurrent mode to deliver antimicrobial 4 hr infusion at a rate of 25 ml/hr, with a vtbi of 107 ml, for a duration of 4 hr and 16 minutes, and the delivery was started. At 1232, line b delivery was stopped, vi 410 ml. At 1234, the device alarmed with n102. At 1235, the alarm was silenced and the device was turned off. A review of the device history indicates the device delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device delivered more medication than intended. At an unspecified time, line a of the device was programmed to deliver 0.9% sodium chloride. No specific programming parameters were provided. At 1218, line b was programmed to deliver zosyn 4500 mg/100 ml, at a rate of 25 ml/hr, with a vtbi (volume to be infused) of 107 ml, and the delivery was started. At 1350, it was reported the nurse went into the patient's room for an unspecified alarm condition. At that time, the nurse noted the zosyn container was empty. The device was removed from clinical service. There were no reported adverse patient effects. No medical interventions were required. The customer contact reported two nurse verified the device programming parameters and medication container used were correct. Though requested, no additional information was provided.